Event description:
Two endeavor sprint rx drug-eluting stents were implanted, overlapping, to the distal lcx, as treatment of the target lesion. One endeavor sprint rx-drug-eluting stent was implanted at the distal lcx, separately, as treatment of the target lesion. It is reported that a dissection occurred before stent implantation. (MFR report # 2953200-2009-01679 & 01681).

Manufacturer narrative:
Evaluation: results: dissection.